Event description:
Patient was placed on hd [hemodialysis] machine, circuit alarming air in line, air in circuit. Exchanged circuit, air continue to enter lines through red lumen. Patient's treatment terminated. Dialysis reported unsuccessful run due to air in line. Patient was brought back to ir [interventional radiology] for catheter evaluation. Contrast was injected under fluoroscopy and no leak was detected radiographically. It was decided to exchange catheter. Upon removal, catheter was clamped and then injected with saline and was found to have a pinhole on the red port that was located outside of the patient.